Event description:
It was reported that while operating during a procedure, the fiber snapped outside the ureteroscope resulting in a tear in the operating surgeon's glove. The fiber fired into the surgeon's left hand, resulting in a burn to the skin of left palm. Boston scientific has been unable to obtain procedure, patient and user outcome despite good faith efforts.

Manufacturer narrative:
B5. Describe event or problem updated e1. Initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter country, initial reporter zip/post code, initial reporter phone corrected e2. Health professional corrected e3. Occupation updated g2. Report source corrected h6. Impact codes updated. H10 updates. Based on review of the additional information, it was identified that there was only one complaint regarding physician palm burn from nambour hospital which confirms that emdr report number 2124215-2022-47765 is a duplicate of emdr report number 2124215-2022-48110. Therefore, further analysis results will be provided in supplemental emdr report number 2124215-2022-48110.

Event description:
It was reported that while operating during a procedure, the fiber snapped outside the ureteroscope resulting in a tear in the glove of the physician. The fiber fired into the left hand of the physician, resulting in a burn to the skin of left palm (thenar eminence). The procedure was completed with a new fiber without patient complications. The physician palm burn was managed with dressing and pain killers.